Event description:
Contact reported that a depuy spine lumbar cage was broken during attempted insertion. The broken fragment was removed and the surgeon elected to leave the remaining portion of the device in place. No adverse consequence to the patient was reported as a result of this situation.